Event description:
Info received indicates when the brake is set using the foot end pedal, the casters will ratchet.

Manufacturer narrative:
The technician replaced the bent connecting rod and brake weldment to repair the stretcher.